Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hyperglycaemia [hyperglycaemia]; piston continued to fuse while the screw was broken [device breakage]. Case description: this serious spontaneous case from france was reported by a pharmacist as "hyperglycaemia" beginning on (B)(6) 2017, "piston continued to fuse while the screw was broken" beginning on (B)(6) 2017, and concerned a (B)(6) female patient who was treated with novopen echo (insulin delivery device) from unknown start date due to "type 1 diabetes mellitus". (B)(6). Medical history includes type 1 diabetes mellitus since 1972 and penicillin allergy since 1957. Patient was using insulin. Concomitant products included - novorapid penfill (insulin aspart) solution for injection, 100 u/ml and levemir penfill (insulin detemir) solution for injection, .0024 mol/l. On (B)(6) 2017, the patient experienced hyperglycaemia for 2 days. The average of the fasting glycaemia was reported as 4 (units: not reported). It was also reported that the cartridge holder was broken. According to the patient's comment, the piston continued to fuse while the screw was broken. When changing the cartridge, patient noticed the problem and that despite the pressing the piston no insulin was injected. No corrective treatment was used. The outcome for the event "hyperglycaemia" was recovering/resolving. The outcome for the event "piston continued to fuse while the screw was broken" was not reported. On 19-apr-2017, this case was re-classified from non-serious to serious due to upgrading of the event "hyperglycaemia" with seriousness criteria-medically significant. Investigation results: name: novopen® echo® bleu, batch number: evg3309-1. The electronic register was checked. No remarks. Visual and functional examinations were performed. Both snaps were broken off the cartridge holder. It was not possible to test the pen with cartridge and needle the dose as the cartridge holder was damaged. During development of the fault on the cartridge holder which started with a crack and to the state that the cartridge holder was now in, it was likely that the dosage accuracy was affected at a time during use. Confirmed both snap connections on the cartridge holder were broken off and it was impossible to mount the cartridge holder on the pen. Consequently the pen could not be used. The fault is caused by an error in novo nordisk a/s. Manufacturer comment: on 09-may-2017 due to the lack of important information in the case it is not possible to make a proper medical evaluation of the reported events. Reporter comment: false information, which there a serious for a diabetic patient. It would be good to install a security system for not visible problem to block the injection. Evaluation summary name: novopen® echo® bleu, batch number: evg3309-1. (B)(4):the electronic register was checked. No remarks. Visual and functional examinations were performed. Both snaps are broken off the cartridge holder. Not possible to test the pen with cartridge and needle the dose as the cartridge holder is damaged. During development of the fault on the cartridge holder which started with a crack and to the state that the cartridge holder is now in, it is likely that the dosage accuracy was affected at a time during use. Confirmed. Both snap connections on the cartridge holder are broken off and it is impossible to mount the cartridge holder on the pen. Consequently the pen cannot be used. The fault is caused by an error in novo nordisk a/s. Name: levemir® penfill® 100 u/ml, solution injectable en cartouche, batch number: unknown. Non-novo nordisk product or concomitant product or safety only case category. Name: novorapid® penfill® 100 u/ml, solution injectable en cartouche, batch number: unknown. Non-novo nordisk product or concomitant product or safety only case category.

Event description:
Case description: on 03-jul-2017, a recall notification was initiated to the FDA. Since the last submission, the following has been updated: remedial action recall has been selected. Manufacturer comment. Manufacturer comment: 19-jul-2017: the suspected pen is part of the affected batches involved in the recall (novo nordisk internal reference # (B)(4)) of novopen echo pens and it cannot be excluded that the malfunctions detected on the returned cartridge holders could have contributed to the experienced adverse events in argus case (B)(4).